Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v999804, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the patient¿s lead was replaced due to the ¿leads¿ breaking. It stopped working two and a half years after implant. Six of the ten ¿leads¿ were broken or had interference. All bipolar pairs had impedances of greater than 4,000 ohms. Reprogramming was attempted prior to replacement, but stimulation was uncomfortable. The whole lead was replaced. The patient was receiving effective therapy after the replacement.